Event description:
Per the customer there were major accuracy issues with their scopis system. The procedure was completed successfully without a clinically significant delay. No medical intervention or adverse consequences were reported.

Event description:
Per the customer there were major accuracy issues with their scopis system. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device was not available for evaluation. Log files not submitted by customer for evaluation.